Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy, the device did not seal. There was no activation, end tone and re grasp alarm heard. A new similar device was used to complete the case. There was no patient injury.